Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low shock impedances at approximately 9 ohms. Impedance tests showed approximately 0 and less than 0 ohms. Right ventricular (rv) lead impedances were tested in surgery and were replicated. The ICD to lead connection was then tested and was noted to be fine. The competitor rv lead was capped and a new rv lead was implanted. The results tested fine with the new lead. The cause of the issue was not determined. No additional adverse patient effects were reported.